Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Conflicting sofia sars results between a nasal swab sample (negative) and nasopharyngeal sample (positive) for one symptomatic patient.. The customer communicated that the result was confirmed positive through pcr testing the same day.